Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6) 2017. During the procedure, the patient stopped breathing when the doctor attempted to implant the lead intended for use. As a result, the medical team stabilized the patient. The doctor administered a lower dosage for sedation. The procedure was successfully completed with the implant of two other trial leads.